Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. 1. Description of event, symptoms, manifestation of reaction? Ans: there was pus appearing on the area where the surgeon uses dermabond advance. Refer to the image attached. 2. Name of surgery? Ans: they use dermabond advance on the chemo port. 3. What was the procedure date? Ans: not confirmed (but it was during (B)(6) 2023). 4. What date /day post op was the reaction noted? Infection. Ans: sales rep immediately reported when he get to know about the case, the surgeon is not sure. But he mentioned it was a few days after using dermabond. 5. Was any prescription strength medication prescribed? Please specify? Ans: patient is a cancer patient. The site was a port for chemo therapy. 6. Was any surgical intervention performed? Ans: no information. 7. Were any cultures taken? Results? Ans: no information. 8. Please describe how was the adhesive was applied. Ans: the surgeon only use dermabond advance after the subcuticular sutures. 9. What prep was used prior to, during or after adhesive use? Ans: no information. 10. Was a dressing placed over the incision? If so, what type of cover dressing used? Ans: no information. 11. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Ans: no information. 12. Is the patient hypersensitive to pressure sensitive adhesives? Ans: no information. 13. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Ans: no information. 14. Patient demographics: initials / ID, gender, age or date of birth; bmi ans: the surgeon only provided the picture as reference. Sales rep does not have information of patient demographic. 15. Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Ans: no information. 16. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Ans: no information. 17. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Ans: this is the first patient that surgeon use for sample. 18. Product lot of product used? Ans: tabdcc expiry 31 dec 2024. 19. Current patient status. Ans: no information. 20. Name of surgeon? Ans: dr. (B)(6). 21. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: surgeon is asking jnj for information. 22. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case). Ans: the surgeon ask sales rep for our jnj comment on the pus that was developed. 22. Is product available to return for analysis. Ans: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure with a hemo port on an unknown date in 2024 and topical skin adhesive was used. There is something similar like pus appearing after a few days using adhesive on the skin. He did subcuticular suture before applying the topical glue, the site is the hemo port. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --yes, did the patient require revision surgery or hardware removal? Unknown, patient status/ outcome / consequences was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study. Unknown, additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Description of event, symptoms, manifestation of reaction? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Infection was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.